Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The impact to the customer's blood glucose was not known. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer was using apidra insulin.

Event description:
Customer reported a blood glucose level of over 300 mg/dl. The customer's insulin was changed from apidra to novolog and there has been no further issues.